Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported heart failure could not be conclusively determined through this evaluation. A direct correlation between the reported events and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient experienced heart failure beginning on (B)(6) 2018. This event was reportedly not related to the device under study. The patient was admitted to the hospital following an emergency room (ER) visit for worsening orthopnea, shortness of breath, abdominal distention, and weight gain. Upon admission the patient was started on a lasix drip at 40 mg/hr and duril 500 mg intravenous (IV) every 12 hours. The patient was discharged home on (B)(6) 2018 with instruction to better track fluid intake and weights. No alarms were reported for this event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient was admitted for the hospital following emergency room visit for worsening orthopnea, shortness of breath, abdominal distention and weight gain. Patient was started on lasix drip at 40 milligram/hour and duril 500 milligram intravenous. Patient was discharged home on (B)(6) 2018.